Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient experienced post-operative bleeding requiring multiple transfusions. The patient received two units of packed red blood cells, 2 units of platelets, one fresh frozen plasma and 10 cryo overnight plus protamine. The patient recovered with no sequelae.

Manufacturer narrative:
H.6 health effect - impact code 4641 was inadvertently omitted from manufacturer device report number 1220648-2024-25169 and was added.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. The cause of the vascular damage - peripheral vessel was not determined since the product was not returned and there is not enough clinical information. D.1 revised brand name as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-25169. D.4 revised model number as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-25169. E.1 revised us phone number as it was inadvertently omiited from initial manufacturer device report number 1220648-2024-25169.